Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Review of transmissions revealed that the right ventricular (rv) lead was oversensing noise. Programming changes were made to minimize oversensing. There were no adverse consequences to the patient. Patient has not reported any symptoms related to oversensing.